Event description:
Event description this device was returned to boston scientific due to a reported patient death. There were no allegations or complainst against the device. Subsequently, the device was retrieved from archive for further analysis testing.